Manufacturer narrative:
Lens was received cut in half with one distorted haptic. In addition, there was the appearance of visco elastic on the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported an improper fit with the intraocular lens. The incision was enlarged to remove the lens. No patient injury was reported.